Manufacturer narrative:
As reported, during an inferior vena cava placement procedure, the 55cm optease filter was damaged by squeezing. The device was not inserted into the patient's body. The case was completed by using a new optease filter. There was no reported injury to the patient. The insertion site was in the left lower limb and left deep iliac vein. The operator was trained in using the optease device. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. No damage was found before or during prep. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The device was returned. Two photos were submitted with the complaint, showing the optease unit with the filter tube placed on the hub and the obturator in position. No visible anomalies or unusual features were evident in the provided images. A non-sterile optease vc filter (55¿cm, femoral only) was received coiled in a plastic bag. Visual inspection confirmed the return of the sheath, vessel dilator, obturator, and filter introducer. The filter was found advanced approximately 3cm from the distal tip, having punctured the sheath. The obturator was kinked at 40cm from the distal tip, though no visible anomalies were noted on the device. Microscopical analysis revealed internal sheath scratches consistent with contact from the filter¿s barbs, which punctured the plastic. No anomalies were identified on the filter or sheath. Dimensional analysis confirmed the obturator outer diameter was within specification. An advancement attempt using a lab obturator was unsuccessful due to the punctured sheath. The reported event ¿filter-impede-perforated-sheath¿ was observed during product analysis. The exact cause of the reported event cannot be determined. However, the kink in the obturator suggests resistance may have been encountered while attempting to advance the filter and this may be a contributing factor to the reported event. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ and ¿if filter advancement is problematic when using a tortuous vessel approach, stop the filter advancement prior to curve, advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during an inferior vena cava placement procedure, the 55cm optease filter was damaged by squeezing. The device was not inserted into the patient's body. The case was completed by using a new optease filter. There was no reported injury to the patient. The insertion site was in the left lower limb and left deep iliac vein. The operator was trained in using the optease device. The product was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. No damage was found before or during prep. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The device was returned.addendum: product evaluation revealed that the filter barbs punctured through the sheath.